Event description:
It was reported that a patient¿s device had been turned off for years and it was not known if the device was still working. The patient¿s device was disabled on (B)(6) 2006. Follow-up with the patient¿s current neurologist showed that from the notes, the patient had been implanted in 2004 and that a malfunction occurred and the device was disabled in 2006. The nurse had no further information from the notes, she stated the office had only been seeing the patient very recently. No additional or relevant information has been received to date.